Event description:
It was reported that the patient has expired approximately after an implant duration of 0.1 months. The cause of death is still unknown. Per the operative report: the patient was transferred to the intensive care unit on inotropic support including vasopressin, epinephrine, and neo-synephrine. He was in critical condition; however, appeared hemodynamically stable with current rates.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Patient also had another device implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.